Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did load properly on the sterile field prior to being used on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(4) total of 3 products.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood were observed. Traces of blood were observed on the loading device. The delivery device was returned outside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device indicating that there was no attempt to deploy the device into the aorta. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. Seal was observed in unfold state. The IFU instructs the user to "release the blue wings as indicated by the number 3 in the heartstring iii proximal seal window. Inspect the heartstring iii proximal seal to make sure it correctly loaded into the delivery device tube and is not flared. The seal was taken out from the loading device for inspection. No crack/delamination of seal was observed. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did load properly on the sterile field prior to being used on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(4) total of 3 products.